Event description:
The patient reportedly experienced swelling around the implant site. The patient site was drained and the patient's device was explanted to prevent infection. Advanced bionics is in the process of gathering more information.